Event description:
Customer reported device=198 & in the 200s mg/dl. Customer was found lethargic and unresponsive. Customer's family member called emergency medical technician (emt). Within 5 minutes, emt device= 30 mg/dl. Customer was treated with dextrose and admitted into the hosp. Controls were out of range. A request was made for return product and replacement product was sent.